Manufacturer narrative:
.

Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the device never helped the patient, it never worked, and he had no therapeutic effect since implant. Now a year later, he planned to take steps to have it removed and was going to have his healthcare provider take it out. The patient had notified his managing physician about the lack of therapy and had an upcoming appointment on (B)(6) 2016. It was unknown what circumstances led to the lack of therapy. The patient changed the programming many times to no avail and was having the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.